Manufacturer narrative:
Animas performed device evaluation with the pump involved with this complaint on (B)(6) 2011. Investigation confirmed that the up arrow was intermittently activating the desired pump functions. There was also adhesive (contamination) founder under the button contacts.

Event description:
It was reported that the up arrow was slow to activate the desired pump functions. According to the patient, the pump has not been exposed to moisture and the keypad appears to be intact. The reported issues were not resolved with troubleshooting with animas customer support. There was no reported adverse event associated with this complaint. A replacement pump was sent to the patient.